Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. Customer reported side affects during treatment, dehydration, sore after treatment on right hand and left shoulder. The device nuera1.2 ga-5200000us:(B)(4) was installed in the facility on 8/31/2022 and it's still in warranty. Service engineer contacted customer on 02/17/2023 and advised: "from talking to the customer, the unit appeared to be working in the proper manner and correctly". Because of the lack of information (no incident form received) lumenis is reporting the event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by nuera 1.2 device.